Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited an unacceptable threshold parameter and the lead's helix was unable to be extend after several attempts. The lead was not used and replaced. There were no patient consequences.